Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported a blood glucose value of 275 mg/dl. The customer experienced hyperglycemia. The event involved product(s) unomedical, mmt-1884, and mmt-332a. Troubleshooting was performed for the insulin flow blocked alarm, and it's a current event. Troubleshooting was not performed for the high blood glucose. No further patient complications were reported. No product return is required for unomedical. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 return requested, and the customer agreed to return the device. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump history files and traces successfully downloaded using thump. No insulin flow block alarms noted during testing, however, sixteen were found in the history file on may 01, 2025 between 12:10 and 19:11. The following were noted during visual inspection: scratched case and pillowing keypad overlay no delivery/occlusion alarms were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.